Manufacturer narrative:
The review of our complaint file indicated that it was the first time such a defect was reported on lot 05f1778g of prisma m100 present. The access pod is working under negative pressure during treatment. In these conditions, there is no possibility that a rupture of the pod lead to an external blood leak. During unloading of the set from the machine, the pressure becomes positive in the access pod because the pump is rotating counter clockwise. The investigation of this complaint led us to conclude that the overpressure in the extra-corporeal blood circuit, in combination with an insufficient welding of the pod, resulted in the external blood leak reported by complainant. We considered there was no pt's safety issue because the incident occurred during unloading of the prisma set, after disconnection of the pt, which means at the end of the treatment. However, event if this incident did not represent a risk for the pt, it could have presented a risk of infection/contamination for the nurse or third persons in case of contact with the external blood leak. For this reason, we decided to report this case as an MDR. Incidents related to potentially defective pods are being investigated by the co, together with our subcontractor (manufacturer of the pods) to identify the root causes and implement corrective actions. The preliminary investigations allowed us to conclude that the excessive fragility of the pods comes from a poor/insufficient welding of the retainer to the body of the pods. Immediate actions were taken by gambro industries and the subcontractor to re-define the criteria to sort out the pods from the current production and reject all potentially defective units. In the meantime, our subcontractor has decided to launch the revalidation of their ultra-sonic welding process. The conclusions of these investigations will be reported in our final report.

Event description:
Access pressure pod burst by unload the set. Sample collected by sales responsible, but not yet rec'd.